Manufacturer narrative:
Follow-up #1 date of submission 08/24/2017. Product analysis: the device was returned and evaluated by product analysis on 07/26/2017 with the following findings: the complaint could not be duplicated with investigation. One related call service alarm was observed in the pump¿s black box data. No damage was found to the battery compartment or battery cap. The returned battery cap was able to secure properly to the pump. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm. No damage or defect was found to the pump¿s internal components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging the pump had lost power. There was no indication that the product caused or contributed to an adverse event. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a power issue.